Event description:
Boston scientific received information that this device and non-boston scientific right ventricular (rv) lead displayed pace impedances greater than 2000 ohms. Trouble shooting was performed and thresholds and sensing were stable and within normal limits. The device memory was sent to boston scientific technical services (ts) for analysis and ts discussed the results and possible causes for the high pace impedance measurements with the physician. The physician explanted the non-boston scientific rv lead and the device. From observation the lead had damage to the insulation under the suture sleeve and distal to the yoke. No adverse patient effects were reported. According to the local representative, the physician received an analysis report on the lead from the non-boston scientific manufacturer and no issues were identified.

Manufacturer narrative:
Additional testing found that the device header was noted to be firmly attached to the device case. To rule out a fractured header wire, an x-ray of the device header was performed, which confirmed all header wires were intact. Report #2124215-2012-12561 indicated that body fluid contamination was noted in the rv port, in the tip section between the seal ring marks and the tip bore. This body fluid infiltration typically occurs when the lead has an open lumen, or when insulation damage is present on the lead. However, it should be noted that the presence of body fluid in the lead barrel would not result in out-of-range pacing impedance measurements that were observed clinically.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Following a request by the physician, the device was retrieved from archive and additional laboratory testing was performed. The right ventricular (rv) and right atrial (ra) set screws were removed/inspected and no cross treading was identified. The rv port had bodily fluid contamination (bfc) in the tip section between the seal ring marks and the tip bore. This bfc is typical of a lead with an open lumen or lead insulation damage. .